Event description:
The user facility reports the following: "during administration of premixed marcaine/dextrose injection for spinal patient developed difficulty breathing due to a high spinal anesthetic occurring. The doctor felt a probable cause was concentration and/or dextrose error in solution causing the solution to become more potent or hypobaric."